Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose has been high and low; he has been in the 500 mg/dl range as well as the 30 mg/dl range. The customer has had issues with previous infusion sets kinking. The mother wanted further training on the insulin pump, so she can better utilize the device's optional features. The call dropped and a voicemail was left for the mother with instructions to call the 24-hour product helpline. An email was also sent to a medtronic diabetes trainer to follow-up with the mother in person. No products were returned or replaced at this time.